Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) helix disengaged from helical channel. Full lead returned and analyzed. Additional analyst comment - the helix will not extend due to being over-retracted. Slight bend in the distal end of the lead.

Event description:
It was reported that during the implant procedure, the tip of the lead was noticed having a cant. In addition the tip to ring area was bent and helix would not deploy. The device was not implanted. No patient complications have been reported as a result of this event.